Event description:
It was reported that the device suddenly shut down during a patient transport due to a depleted battery. It was explicitly mentioned that this did not lead to patient consequences.

Manufacturer narrative:
The involved device was subject to a detailed evaluation by a dräger service engineer. It could be revealed that the device was still equipped with the original battery installed at the time of manufacture in 05/2017 although it is recommended in the IFU to replace the internal battery every three years. The older the battery gets the bigger the difference between the runtime forecast determined by the software and the real runtime may become. This may be accelerated with challenging use cycles, incomplete charging and discharging may cause an additional divergence between the forecast and the real residual capacity. The carina sw has mechanisms to determine these challenging use cycles and if certain criteria are met, will post a corresponding alarm ¿battery indication not reliable!¿. The IFU refers to that and describes the steps that are necessary to perform for aligning the runtime forecast to the real battery state. The logfile of the device for the period in question indicates that this alarm condition was present already before the concerned ventilation episode was started but that the user did not respond to the alarm per recommended procedure. Dräger finally concludes that lack of maintenance has contributed to the event.